Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer's device was returned for the evaluation. On the date of the reported event, the device recorded 3 manual power-ons of up to 7 minutes and 15 seconds duration. During the first 2 power ons, the device issued the normal advisory speech prompts to apply the pads to patient. The device continued to log ¿apply pads¿ prompts throughout the event, as an in-range patient impedance was not detected. During the third power-on, the device detected an in-range impedance. The device analyzed, it determined the rhythm to be non-shockable and advised no shock throughout. No fault was found on the hdf-3500 or returned pad-pak during the investigation. The device was found to accurately measure impedance throughout the specified range, even after the stress of elevated temperature. No continuity issue was identified on the patient output cables and no fault found on the pogo-pins that would have resulted in an impedance detection issue. The device delivered the full shock therapy sequence without fault using the returned pad-pak and the device recorded ECG data accurately without noise or other abnormalities. Information from the device memory indicates that the device had successfully detected in-range impedances on two occasions prior to the reported event. It also successfully detected in range impedance between the (B)(6) 2025 and (B)(6) 2025, which is after the reported event. The investigation can only suggest that the reported complaint was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads or poorly adhered pads on the patient, as no fault was found with the returned hdf-3500. Potential use of device error.